Event description:
Customer reported that the screen of the insulin pump was scratched and difficult to read. The blood glucose reading was 197 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, a scratched reservoir tube window.